Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Since the patient sample was not provided, the investigation could not be completed.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned thyroid results for 1 patient sample tested between a cobas 6000 e 601 module and the abbott method. Based on the data provided, erroneous elecsys ft4 ii assay (ft4 ii) and ft3 ¿ free triiodothyronine (ft3) results were identified. It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover ft3. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results. The initial ft4 ii result from the e601 module was 2.37 ng/dl. The repeat result from the abbott method was 1.24 ng/dl. The initial ft3 result from the e601 module was 5.85 pg/ml. The repeat result from the abbott method was 2.66 pg/ml. There was no allegation that an adverse event occurred. The e601 module serial number was not provided.